Event description:
During the fourth inflation, the balloon ruptured. A perforation occurred and a perfusion balloon was used to stop the bleeding. The procedure was completed without any further effect to the patient.